Event description:
It was reported to physio-control that the customer's device displayed the prompt 'connect electrodes' and would not recognize a connection. The service wrench icon showed in the device's readiness display and an event code had been logged into the device's memory log. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The device will be returned to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. The device will be returned to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A third-party service agent evaluated the device and verified the reported issue. The device will be returned to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Follow-up information: physio-control evaluated the device and observed that the device had indeed logged an event code and that the service wrench icon was displayed. The reported issue of the device not recognizing a connection could however not be verified. The device was tested extensively, also in a temperature chamber, but no discrepancies could be observed. The digital pcb assembly was removed and evaluated, but no discrepancies were observed. Proper device operation was observed through functional and performance testing. A cause of the reported issue could not be determined.